Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 12/17/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code vcpb725d which is a control release and requires eight strands per packet. Additionally, a photo was provided, and with the same condition as the received sample. Upon visual analysis of the returned sample, it was noted that the surface of one of the needles had excess silicone in the middle of the body. In the remainder of the needles, no issues related to incorrect silicone were observed during the evaluation. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 11/15/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk. What was the texture? Unk. Are there any photos of the foreign matter available? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the nurse noticed that there was a foreign matter on the needle like a dirt when the package was opened before use. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.